Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading at the time of the call was 65 mg/dl, which the customer treated. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.